Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received two occlusion alarms. The customer reverted to using another pump to manage diabetes. The customer's blood glucose level was not impacted. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.